Event description:
Patient suffered extravasation and edema and was admitted and is still in intensive care. Patient, "very lax skin, very little elasticity." Using inflow/outflow tubing, single suction ((B) (4)), with stryker inflow cannula. Started at "high" flow cannula setting, pressure-70mmhg, 2-portal, maintaining stable pressure for 15-20 minutes. When dr lost pressure, the flow rate went to max 2.5 l/min. There was a lot of leaking from portals. They shut this pump off and got a second pump and opened up another tube set ((B) (4)). There was no improvement, portals continued to leak profusely, medium flow was at 1.4 l/min. Still not able to establish any pressure. Hard to detect what the measured outflow was. This continued for another 45 minutes approximately.

Manufacturer narrative:
Device has not been returned for evaluation. (B) (4).